Event description:
When the package was opened, the guidewire was found to have punctured the plastic part of the packaging. The device was not used. Another kit was opened and used to complete the case.